Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. The ventricular assist device (vad) patient was admitted for a controller exchange. Logfile analysis revealed a low flow alarm, reduced pulsatility, and intermittent negative deflections. The site suspected mild hypovolemia secondary to decreased oral intake; the patient was subsequently monitored and advised to increase fluid consumption. Data review further identified an unexpected loss of power during a battery change, the patient reported increased lightheadedness at that time and denied any accidental double power disconnect. The patient was also evaluated as a potential candidate for pump exchange. The vad and the controller remain in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:31-dec-2023 /serial #: (B)(6) d9: no h3: no h4: mfg date: 19-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient reported power switching on the controller observed on power port one (1). The controller was exchanged.